Event description:
It was reported by the systems longevity study team that the patient presented for a post procedure lead follow-up. It was discovered that the left ventricular (lv) pacing lead was not capturing. A chest x-ray confirmed that the lv lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as result of this event.

Event description:
It was further reported that there was no sensing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.